Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and remained fixed. There was no reported patient injury. There was no difficulty connecting the sheath introducer with the exoseal vcd. The indicator wire cowling locked properly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until bleed-back slowed or stopped. The indicator did not show any black. The physician did not place their thumb on the plug deployment button during retraction. No red color was seen in the indicator window during retraction. Upon removal, the indicator wire loop was deployed but could not be pulled and was found in a locked state. The device was not deployed outside the patient¿s body. The procedure used a retrograde approach, and the patient was in good condition post-procedure. A 5f non-cordis short puncture sheath was used. The device was used for a carotid angiography for a carotid artery lesion. The user is trained to the device. The exoseal vcd was stored and prepared according to the instructions for use. There were no visible signs of damage to the device or packaging before use. Suitability of the femoral artery was confirmed via angiography with an appropriate insertion angle, and the vessel diameter was confirmed to be =5mm. There was no visible calcium, plaque, stent, or stenosis >50% at or near the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. A 5f non cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device since the window achieved full transition during the analysis and the device was successfully deployed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and remained fixed. There was no reported patient injury. There was no difficulty connecting the sheath introducer with the exoseal vcd. The indicator wire cowling locked properly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until bleed-back slowed or stopped. The indicator did not show any black. The physician did not place their thumb on the plug deployment button during retraction. No red color was seen in the indicator window during retraction. Upon removal, the indicator wire loop was deployed but could not be pulled and was found in a locked state. The device was not deployed outside the patient¿s body. The procedure used a retrograde approach, and the patient was in good condition post-procedure. A 5f non-cordis short puncture sheath was used. The device was used for a carotid angiography for a carotid artery lesion. The user is trained to the device. The exoseal vcd was stored and prepared according to the instructions for use. There were no visible signs of damage to the device or packaging before use. Suitability of the femoral artery was confirmed via angiography with an appropriate insertion angle, and the vessel diameter was confirmed to be =5mm. There was no visible calcium, plaque, stent, or stenosis >50% at or near the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for analysis.